Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of above 600 mg/dl. Customer reported other blood glucose value was 260 mg/dl. The customer experienced symptoms such as headache. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with fluids and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.